Manufacturer narrative:
D3: correction. D9: 13-jan-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the upstream occlusion seal was worn and the downstream occlusion (dso) sensor was contaminated. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing was performed and the reported issue was duplicated. The cause was identified to be the dso sensor. The dso sensor was replaced.

Event description:
It was reported that the pump gave a cassette not latched error. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.